Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 49 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the lead was showing noise.the lead was capped and replaced. No patient complications were reported as a result of this event.